Manufacturer narrative:
The subject device was received and evaluated . Device inspection , the following were noted : return device: serial is (B)(4). Visual inspection: found there was no abnormality in the appearance. Actual machine confirmation/testing of device : the problem has been reproduced. Front lightning error was observed. Evaluation findings confirmed the customer reported issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of the front panel is blinking. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer: the event was found during preparation for a therapeutic laparoscopic cholecystectomy, which was completed with the same device. The device was not inspected prior to use.

Manufacturer narrative:
Additional information was received from the customer: see b5.